Event description:
It was reported the drill bit broke while drilling for screw placement. The drill bit was removed and other drill bit was used to successfully complete the procedure with no surgical delay or harm to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: h6: the product was not returned to medtech orthopaedics. However, photos were provided for review. The photo investigation of " 03.133.108, drill bit ø2.8 qc l 200 calibration 110" revealed that the tip of the drill bit has been broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø2.8 qc l 200 calibration 110 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: supplier: (B)(4). Release to warehouse date: 18-jan-2023. Part number: 03.133m108, 2.8mm drill bit qc 200mm. Lot number: u422392. Lot quantity: (B)(4). Note: lot number provided for this review belongs to the component part. There was no finished goods lot number provided and, therefore, finished part number DHR could not be reviewed. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection (B)(4) rev c met all inspection acceptance criteria. Certificate of conformance received from orchid unique dated 16-jan-2023 was reviewed and determined to be conforming. Hardness specified at 50-55 hrc and certified at 50.7 hrc. Device history review: a manufacturing record evaluation was performed for the component part with batch number u422392. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.